Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a stuck button alarm in the insulin pump. Troubleshooting was performed and found that the customer unsure about the button were pressed down for 3 minutes or longer and the pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test and self test. No stuck key alarm, stuck button alarm, button error alarm, numbers ramping or scrolling screens noted during testing. The pump had intermittent button response due to corroded keypad traces on the left and back buttons. Stuck button alarm was not confirmed during testing. The following were noted during visual inspection: minor scratched display window, cracked display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. No damage noted on the force sensor. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 29-jun-2023 in the pump history file. 06/28/2023 19:07:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 06/28/2023 19:17:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 06/28/2023 19:45:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) 06/28/2023 19:55:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) 06/29/2023 19:47:08.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 19:57:01.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 20:03:10.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 20:13:00.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 20:13:21.000 batteryremoved 06/29/2023 20:13:21.000 alarmalertnotification faultnumber = battery removed (84) 06/29/2023 20:14:01.000 batteryinserted 06/29/2023 20:18:46.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 20:29:45.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 20:29:48.000 batteryremoved 06/29/2023 20:29:48.000 alarmalertnotification faultnumber = battery removed (84) 06/29/2023 20:30:10.000 batteryinserted 06/29/2023 20:33:36.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 20:39:00.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 20:49:42.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 20:59:00.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 21:02:16.000 batteryremoved 06/29/2023 21:02:16.000 alarmalertnotification faultnumber = battery removed (84) 06/29/2023 21:02:51.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 21:13:04.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 06/29/2023 21:16:17.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 21:23:00.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 06/29/2023 21:29:50.000 alarmalertnotification faultnumber = stuck key alarm (61) 06/29/2023 23:03:03.000 alarmalertnotification faultnumber = batt out limit(6) 06/29/2023 23:03:14.000 alarmalertnotification faultnumber = batt out limit(6) stuck button alarm was not confirmed during testing. The pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 alarm and power loss alarm/batt out limit alarm (6) were expected since the pump resets after the battery was removed for more than 10 minutes. Lost sensor alert (780) not confirmed. Stuck key alarm (61) not confirmed. Pump error 23 not confirmed. Batt out limit alarm (6) not confirmed. The pump passed the required testing. Intermittent button response (keypad unresponsive/button error alarm) confirmed. Stuck button alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.